Event description:
The patient was wearing a pod on the skin for longer than 48 hours when medical attention was sought. On (B)(6) 2025, the patient applied a new pod from a new box and subsequently experienced a sudden and unexplained increase in glucose levels, reaching the 500 mg/dl range. Due to persistent hyperglycemia associated with profuse vomiting, nausea, and heartburn, the patient sought emergency medical care. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis. Medical providers alleged the condition was likely related to a pump issue. Treatment included intravenous fluids, an insulin drip using lispro insulin, and anti-nausea medication. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone 16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.